Manufacturer narrative:
Follow-up # 1: device evaluation: the lay user/patients meter and control solution have been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The control solution involved with this complaint was also returned; however, had no testing performed, as the complaint is related to a meter issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up # 2. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results greater than 50% of the mean over the higher control solution range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter was reading inaccurately high compared to another meter. This complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy first occurred during the morning of (B)(6) 2015. At this time the patient obtained a blood glucose result of ¿298mg/dl¿ on the subject meter and ¿120mg/dl¿ on another unknown meter, within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. The patient stated that ¿7 hours¿ after the alleged product issue occurred, they developed the symptom of ¿weakness¿, and in response to this, at 12pm on (B)(6) 2015, the patient took 12 units of insulin rather than their normal dosage of 6 units by means of self-treatment. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. A control solution test was performed and the result fell out with the acceptable control solution range for the test strip lot being used. The products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor did they receive medical intervention for this condition. However, this complaint is being reported because the alleged glucose results exceed lfs¿s criteria for accuracy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.